Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes customer states seeing red cells on the top of barricor ball. Patient is 20 of 35. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that customer states seeing red cells on the top of barricor ball. After spun at the correct speed and time.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Some samples also appeared to be underfilled. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Underfilled samples was also seen in the photos provided. Testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 20 of 25 it was reported that after centrifugation bd vacutainer® barricor¿ lh plasma blood collection tubes red cells on the top of barricor ball were still present. No patient impact was reported. The following information was provided by the initial reporter: customer states seeing red cells on the top of barricor ball. After spun at the correct speed and time.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: report 20 of 40. It was reported that after centrifugation of bd vacutainer® barricor¿ lh plasma blood collection tubes, red cells were still present on top of the mechanical separator. No patient impact was reported.

Event description:
Report 20 of 40. It was reported that after centrifugation of bd vacutainer® barricor¿ lh plasma blood collection tubes, red cells were still present on top of the mechanical separator. No patient impact was reported.